Manufacturer narrative:
The investigation of the returned expiratory valve coil has been completed. The expiratory valve coil is part of the regulation of the positive end expiratory pressure to the patient. The expiratory valve coil has not been received, despite of several reminders. The device log files confirms the reported problem with pre-use check failing. The logs show that there is a leakage and an error message indicating that the expiratory valve coil has less closing force than expected. If this failure happens during ventilation, the patient may receive lower volumes than expected and alarms will be generated. The root cause of why the expiratory valve coil failed has not been determined. The reported problem could be traced to (B)(6), therefore the date of event was determined to be (B)(6) 2016.

Event description:
(B)(4).

Event description:
(B)(6) 2016 07:40 am (gmt-5:00) added by(B)(6) ((B)(4)): it was reported that the ventilator failed the pre-use checks tests. There was no patient involvement reported. (B)(4).